Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior of the returned cycler showed no signs of physical damage. The complaint event was able to be duplicated as there was a blank screen during attempt to perform a simulated treatment test. The transformer on the inverter board was found to have burn damage. There was no visual evidence of dried fluid within the cassette compartment. A records review was performed on the reported serial number. An investigation of the device history record (DHR) was conducted by the manufacturer. There were no issues found during the manufacturing process which could be related with the reported event. The investigation into the cause of the complaint was able to confirm the reported event. The blank screen was able to be duplicated during evaluation of the returned device by the manufacturer and visual examination of the inverter board confirmed that the transformer had burn damage. Therefore, the complaint has been deemed confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had a blank touch screen during treatment. The patient reported that the buttons would make noise when pressed, but after reboot, the screen stayed blank and the cycler alarmed to indicate power fail recovery. This was the patient¿s first use for treatment on this cycler. Following the event, the patient completed treatment with manual pd therapy. The patient did not experience any adverse events and did not require any medical intervention. The patient received a replacement cycler and returned the old cycler to the manufacturer. During evaluation, the manufacturer found that the cycler's inverter board had a failed transformer with burn damage.